Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and high, out of range pace impedance measurements (>2000 ohms). There was no asystole. A lead fracture was suspected. An invasive procedure was performed to cap the lead. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that this device was explanted for normal battery depletion at the procedure to cap the lead. No adverse patient effects were reported.